Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the display lens was cracked. It was also noted that the lower case and side bail covers were broken, the ring cover and lead flex cover were contaminated and the ring was bent.

Event description:
It was reported that the external pulse generator (epg) had a broken screen and the user inquired if they can buy the parts and repair themselves. Technical support (ts) explained that parts are not sold and they need to send in for repair; therefore, ts emailed the user a return form and the epg was returned. There was no patient involvement indicated.